Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the internal cable, external cable, and the multi-out power supply were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor had lost function. There was no patient present.

Manufacturer narrative:
The surgeon cable was returned for analysis and found that the cable had been cut open at the torrid and the cable jacket was burnt. The extra wide surgeon cable was returned for analysis and no failures were found the power supply was returned for analysis and found that one port did not have output. An electrical failure was confirmed if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The monitor never turn on at all, the reason for the issue was a defective monitor cable. The monitor was not changed, because the reason for the event was the monitor cable.